Manufacturer narrative:
Complaint conclusion: as reported, the filter on a 5mm (basket diameter) x 180cm angioguard rx emboli capture guidewire system could not be released, even outside of the patient. There were no reports of patient injury. The patient had a carotid artery stenosis. Sufficient space was allowed between the lesion and the filter basket to prevent interaction between devices. Both proximal and distal markers were positioned distal to the lesion being treated. However, the basket was not deployed, so complete deployment of the filter basket was not confirmed under fluoroscopy. The device will be returned for evaluation. A non-sterile unit of an ¿rx/5mm basket diameter/180cm¿ was received inside a clear plastic bag. The device was unpacked for visual evaluation. The returned components included the deployment sheath, capture sheath, and the ecgw system. The rest of the components were not returned for analysis. The ecgw system was received inserted inside the deployment sheath. Functional analysis was performed and it was observed that the filter basket had twisted deformations, which could be related to procedural or handling factors where tensile forces were applied to the affected area. Despite the altered conditions observed on the filter basket, the torque device was correctly oriented to the proximal section to continue with the guidewire pull from the proximal end to deploy and expand the filter basket. The filter basket was deployed, but the damaged condition resulted in inadequate expansion. The filter basket area was magnified with a vision system for evaluation. This inspection revealed tensile deformation on the device¿s component, which affected the expected expansion of the basket. The failure reported by the customer as ¿delivery system ~ deployment difficulty - unable¿ was not confirmed during the functional evaluation, as the filter basket was successfully deployed. However, a ¿filter basket ¿ kinked bent¿ condition was confirmed, and it was concluded that this condition could be related to high tensile force exposure. The exact cause of the reported event could not be conclusively determined during the analysis however, it may be related to handling or procedural factors. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿caution: guidewires are delicate instruments and should be handled carefully. Prior to use, and when possible, during the procedure, inspect the guidewire carefully for coil separation, bends, kinks, or damage of the filter basket assembly. Do not use defective equipment.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the filter on a 5mm (basket diameter) x 180cm angioguard rx emboli capture guidewire system could not be released, even outside of the patient. There were no reports of patient injury. The patient had a carotid artery stenosis. Sufficient space was allowed between the lesion and the filter basket to prevent interaction between devices. Both proximal and distal markers were positioned distal to the lesion being treated. However, the basket was not deployed, so complete deployment of the filter basket was not confirmed under fluoroscopy. The device will be returned for evaluation. Addendum: per pe findings, the filter basket presented twisted deformations